Event description:
This (B)(6) female with a history of etoh, cocaine and marijuana use presented through an outside hospital with facial twitching and slurred speech. She was diagnosed with an avm of the left frontal lobe. She underwent an interventional radiological procedure in which onxy 18 was used in a marathon catheter. The catheter tip could not be removed as it adhered to the glue. The catheter tip was left in place.